Manufacturer narrative:
Eval: we requested return of the product said to be involved so that we may perform an eval, but the product was not returned. According to the physician, a device failure did not occur. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: the info provided indicated endoscopic air was used to insufflate the bile duct during the procedure. All of the info provided by the physician regarding this event was reviewed with clinical personnel. An air embolism involves entry of air into the bloodstream. The air that caused the reported air embolism could have been provided by the air function of the endoscope. Prior to distribution, all cholangioscopy access balloons are subjected to a visual and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: out of an abundance of caution, further distribution of the cook endoscopy cholangioscopy access balloons (reorder numbers (B)(4)) was discontinued on november 4, 2010. Although there has been no report of product malfunction, this distribution stop was carried out to further evaluate the info provided regarding air embolism. In response to this adverse event, cook has initiated an internal corrective action (CAPA) to facilitate eval of the situation and determination of the appropriate actions. This product was manufactured prior to implementation of the corrective action. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) cholangioscopy, the physician used a cook endoscopy cholangioscopy access balloon. The balloon was advanced into position. The physician indicated the procedure was going well. Once the balloon was in place, air from the endoscope was used to insufflate the bile duct. The patient's oxygen levels began to change resulting in desaturation and the procedure was aborted. Another procedure was performed to stabilize the patient's oxygen levels. The physician indicated a device failure did not occur and air from the endoscope may have traveled through the liver and into the vascular system creating an air embolism. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.